Event description:
The patient received his scs system on (B)(6) 2011. It was reported the patient had three invalid contacts on his lead, then was unable to increase stimulation with any programs. The patient reported an error message on his programmer. The physician performed an x-ray and determined the right side of the lead was not properly connected. The physician performed a procedure to connect the lead, and discovered the lead is compromised and is filled with blood. The physician has scheduled an additional procedure to replace the lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.